Event description:
During a procedure in a cath lab, while the doctor was deploying a stent, the nut/cap reportedly became disengaged from the body of the hemostasis valve, causing the doctor to lose hemostasis and stent position. The device was removed and a new one was used. The physician reported that the pt suffered no adverse consequence because of this incident.